Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that oversensing and a suspected fracture occurred with patient's right ventricular (rv) lead. This lead was capped and replaced. No patient complications have been reported as a result of this event.